Event description:
It was reported that during implant of the right ventricular lead, the physician experienced difficulty when inserting the lead into the header port of the device. Silicone oil was applied and the lead was able to be inserted. The implant procedure was completed successfully.

Manufacturer narrative:
(B)(4).